Event description:
It was reported that a patient was seen in clinic and high impedance was observed upon interrogation. The patient was a new patient implant with a m1000 generator, and impedance was approximately 5900 ohms. X-rays were ordered. Device history records were reviewed for the device and verified that the device had passed all quality inspections prior to distribution. X-rays were received and reviewed for the high impedance. The lead pin appeared to be fully inserted into the connector block. The strain relief bend was present and secured with tie downs per labeling. No strain relief loop was present, so a training need was identified for proper strain relief. It was noted that a portion of the lead wire near the generator appeared to be tangled. No obvious cause for the high impedance was identified. Review of programming history confirmed the high impedances seen. It was further noted that the device's impedance values gradually increased since implant. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway. No additional relevant information has been received.